Manufacturer narrative:
Investigation summary: it was reported that a patient underwent atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Initially, it was reported that the hemostatic valve was broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. Additional information was received on the event. The issue occurred during use of the biosense webster product. It is unclear whether the valve broke into fragments or whether the brim cap became detached or whether air was introduced into the patient. Excessive blood return was observed. In addition, a picture was provided and it appears that the brim cap remained intact and the hemostatic valve was possibly dislodged inside the hub. There was no intervention performed or extended hospitalization. The patient¿s condition remained unchanged. According to pictures provided by customer, the device was observed in normal conditions; however, the hemostatic valve cannot be observed since the luer hub was filled with reddish material. Customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find root cause of complaint. The returned device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and was observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint regarding the valve dislodgement was confirmed. The root cause of the valve separation could be related to the procedure; however, this cannot be conclusively determined. The root cause of the bleeding could be related to the valve dislodgement. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The patient suffered bleeding requiring no intervention nor hospitalization. Initially, it was reported that the hemostatic valve was broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. This event was assessed as not reportable as additional information was needed to clarify the device issue. With this available information, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Upon request, additional information was provided on the event. On january 21, 2020 a response was received stating that the issue occurred during use of the biosense webster product. It is unclear whether the valve broke into fragments or whether the brim cap became detached or whether air was introduced into the patient. Excessive blood return was observed. In addition, a picture was provided and it appears that the brim cap remained intact and the hemostatic valve was possibly dislodged inside the hub. Further information was received on january 28, 2020. There was no intervention performed or extended hospitalization. The physician did not provide their causality opinion. The patient¿s condition remained unchanged. Based on the provided image from january 21, 2020, the hemostatic valve issue was assessed as a reportable hemostatic valve separation malfunction. This event was originally considered non-reportable, however, biosense webster, inc. Became aware of the hemostatic valve separation malfunction on january 21, 2020 and have reassessed this issue as reportable. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be considered a serious adverse event. Since this bleeding was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure; or did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation on january 29, 2020 and noted that the device was returned in the condition clarified as the hemostatic valve was dislodged inside of hub. Brim cap and the friction ring remain intact. The hemostatic valve issue remains assessed as a reportable malfunction.